Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-dec-14. It was reported that nothing had been done yet to resolve the issue and it had been going on 10 days. It was noted that the doctors were waiting for referrals. It was noted that the patient had a doctor's appointment on (B)(6) 2018 to schedule a dye study and there was "nothing firm as date." It was believed the doctor was the wrong practice for this product. They were still trying to get scheduled, and the symptoms were not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that after the pump implant the patient still had pain. About a year after the implant, the patient had a stretch of 2 months with no pain or oral morphine, without a problem. The patient had a sudden return of pain. She got a bolus every 8 hours but that didn't do anything. Lately she felt like her back and hip were in worse shape than before the pump was put in. It hurt a lot; the patient tried to tell the doctor it hurt but 'barely saw their face at refills, they were in and out.' The patient thought maybe the catheter was worked out or clogged. The patient had researched and requested a dye study. She was told that would be a hospital procedure, and would be requesting it at her next refill on (B)(6) 2019. The patient's leg was swelling up; her left calf was twice the size of her right. The patient had oral morphine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-nov-11. In response to the question "what steps were taken to resolve the lack of pain relief, return of pain, and swelling?" The consumer noted "no. - I believe the unit is clogged or catheters out of spines." "Refill date (B)(6) 2019." In response to "have the symptoms been resolved?" The consumer noted "hip and leg swelling, can barely walk, hurting more now than when originally implanted. Wire jack [within]" (note: the word within was difficult to decipher).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that 'back is hurting all the time. Patient stated 'it's not hurting bad because of the pump'. Patient used ice packs a lot. Sometimes he went two months without any pain 'and then I do something to screw it up'. Patient to regain leg muscles because he has two artificial hips. Patient did not know his dose/concentration but said it could have been 3.62. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.